Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the needle bent through the catheter during use. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: user is reporting the needle on the instye auto guard lot #2084490 ref (B)(4), the shield bends away from needle, happened twice today ((B)(6) 2022).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs one of which displayed the product label indicating the units are a 24g x 0.75in. Insyte autoguard from lot number 2084490. The other two photographs are each of a separate unit (unit 1 and unit 2). The needle in unit 1 can be seen piercing the catheter tubing near the catheter tip. Blood residue is present in the catheter tubing indicating that venipuncture was attempted. If the defect originated during the manufacturing process, the device would have been received with the needle piercing through the catheter tubing making a venipuncture attempt unlikely. Since venipuncture was attempted, it is likely that the defect originated in the clinician environment during use. The needle in unit 2 is piercing the catheter tubing near the midway point of the catheter. No blood residue can be observed based on the photo. Therefore, the defect may have originated during manufacturing or during use. During manufacturing, a needle spear through may originate due to alignment of the set together station, bent tubing, or air blow inconsistency. This may also occur in the clinician setting during tip adhesion break. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the needle bent through the catheter during use. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: user is reporting the needle on the instye auto guard lot #2084490 ref 381412, the shield bends away from needle, happened twice today (9 sept 2022)